Event description:
During the procedure when the physician was advancing the prowler-10 catheter, the movement of the transend ex.014"/ 205 platinum guidewire was restricted. The distal end of the wire got stretched and broke when attempts were made to remove it. Another product was used and the procedure was completed. No complications occurred with the patient during this event.